Manufacturer narrative:
Section b3 event date of the initial medwatch report indicated: (B)(6)2020 section b3 event date of the initial medwatch report should indicate: (B)(6)2020.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power several times during medical intervention on the patient. There was patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and the reported issue was able to be verified and unable to be duplicated. It was determined the cause of the reported issue were old batteries, both over seven years old. Per the lifepak 15 monitor/defibrillator operating instructions, batteries should be replaced approximately every two years. The customer declined the repair of the device. The device was returned unrepaired per the customer's request.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power several times during medical intervention on the patient. There was patient involvement in the reported event.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the (B)(6) parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported issue, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power several times during medical intervention on the patient. There was patient involvement in the reported event.